Event description:
It was reported that the keypad is intermittently responding. It was also reported that there is no tear or peeling of the keypad.

Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. During investigation, it was found that the keypad buttons required excessive force to activate a response. During investigation, it was also observed that the up arrow, down arrow and contrast buttons were misaligned. During investigation is was observed that the buttons did not always spring back when pressed. There was evidence of keypad adhesive found under all key contracts.